Event description:
It was reported that the guidewire was inserted into the left femoral artery without difficulty. However, when the iab was passed over the guidewire during sheathless insertion, the iab "stopped". At that time, it was noted that the "inner circle" was broken. A new iab was inserted without difficulty. There were no reported pt complications.